Event description:
The peritoneal dialysis (pd) pt's wife stated that the pt was transferred to the hospital due to his liberty cycler not draining the pd pt completely. During a follow-up call, the pd nurse was admitted to the hospital due to fluid overload and was not related to the use of the cycler. The pt was later discharged from the hospital.

Manufacturer narrative:
A clinical investigation was performed. Per the fmc associate medical dir, the medical records in this event are limited; there is no history of device malfunction. The initial complaint was regarding problems with draining, which are associated with catheter patency and position. Pt was admitted to the hospital with fluid overload, which is a consequence of insufficient ultra-filtration; ultra-filtration is determined by dialysis prescription, not the cycler or catheter. The cycler is being returned to the MFR, and it will be investigated. The actual device was returned to the mf for physical evaluation for a product investigation. A visual inspection was performed and there was evidence of dried fluid in the cassette compartment. There was visual evidence of dried fluid under both mushroom heads and within the recess of the bottom cover adjacent to the pump. A simulated treatment was completed without any failures or alarms. The cycler passed the mushroom head checks and there were no abrasions on both mushroom heads. A batch record review was conducted and confirmed there were no deviation or non-conformance during the manufacturing process. Product labeling, material, and process controls were within specifications.